Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the device in good physical condition. A review of the event history log found a very high density of "high alarm displayed: downstream occlusion" alarms, which points to faulty downstream occlusion (dso) sensor. During the functional testing, no problem was found. The cause of the issue is unknown. Due to the evidence found in the event history log, the dso sensor, dso bezel, and dso seal were replaced as a preventative measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump needs preventative maintenance. There was unknown patient involvement and unknown patient harm/adverse event reported.